Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue with a cartridge. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2018 with the following findings: a review of the black box verified a call service 162 loss of prime event with a low non-zero force. Investigation testing was unable to duplicate the call service 162 loss of prime event during basal duration testing. Force sensor calibration testing confirmed the force sensor was within specifications.